Manufacturer narrative:
Analysis: upon further visual inspection under a microscope, the proximal end of the balloon was accordioned. The inner lumen was twisted and damage to the inside of the balloon was evident. The guide wire had pierced through the inner lumen and is adjacent to the inner lumen. Functional testing revealed the guide wire was unable to be removed from the catheter; thus, no additional functional testing could be performed. Conclusion: returned product analysis confirmed the guide wire was stuck within the inner lumen of the lutonix dcb. The guide wire was unable to be removed from the catheter. A definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. Multiple attempts were made to determine from the hcp why patient access was lost. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Preliminary evaluation: upon receipt, pre-decontamination visual inspection revealed damage to the balloon material. There was minor bunching of the balloon near the proximal bond. Further inspection noted the distal end of the guide wire punctured through the inner catheter shaft and resided inside the balloon. The device was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with the guidewire puncturing the inner catheter for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Multiple attempts have been made to obtain additional event details and patient information, but it is not available at the time of this report. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. When additional information becomes available, a supplement report with be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successful treatment with the lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, vascular access was allegedly lost. Specifically, the health care professional (hcp) removed the guide wire while leaving the used lutonix dcb in place. Reportedly, while the hcp advanced a second guide wire, the guide wire became stuck within the inner lumen of the lutonix dcb. After the catheter was successfully removed, the hcp noted the guide wire was adjacent to the inner catheter, inside the balloon. There were no reported adverse patient effects. The device was returned for evaluation.